Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The country of origin is (B)(6). The previous calibration and qc tests had acceptable results. There were no relevant alarms around the time of measurement. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable elecsys ferritin results for 1 patient sample on a cobas 6000 e 601 module analyzer. The initial result was 1975 ng/ml. On 14-apr-2021 the repeat result was 67.71 ng/ml. The patient result was reported to the clinician and then they decided to rerun the sample. The reagent lot number was 49581201 and the expiration date was 31-jan-2021.